Event description:
It was reported that the patient presented to the emergency department with chest pain. A remote transmission indicated atrial arrhythmia episodes that appeared to be far field r-wave (ffrw) oversensing of the atrial lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information was received that indicated that there was no indication that the far field r-wave (ffrw) caused or contributed to the patient's chest pain.